Event description:
Reportable based on device analysis completed on (B)(6)2018. It was reported that difficulty crossing were encountered. The 90% stenosed, 15mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated. Device evaluated by manufacturer: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 77.3cm from the hub. The hypotube separation appeared to be kinked prior to separation. There are multiple kinks along the whole device. There is blood present in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.